Manufacturer narrative:
Per tandem¿s t:slim x2 pump user guide: ¿you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple resume pump alarms occurred. During troubleshooting with tandem's technical support, the customer acknowledged that the alarms declared appropriately. The customer's blood glucose (bg) level ranged from 300 mg/dl to 500 mg/dl. The bg level was addressed with a bolus via the pump and a manual injection. Insulin delivery was resumed.